Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 3-year-old patient (gender unknown) post drowning, the electrode pads would not adhere to the patient's skin. A 2nd set of electrode pads were used with the same results. The lot numbers of the pads are lot 4525 and lot 1825b. Complainant indicated that the patient subsequently expired. Please reference medwatch 1218058-2026-00102 for pads lot 4525.